Event description:
Customer reported receiving a low threshold suspend alarm on the insulin pump. Customer stated that sensor was reading 50 mg/dl when the blood glucose reading was really 180 mg/dl. Customer stated that he drank a soda because he thought he was low. It was noted that the customer was on the airplane at the time of the incident and believes that it may be related to where he is sitting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.